Manufacturer narrative:
The customer reported a complaint that "the lcd display on the autopulse platform (serial # (B)(4) illuminated brighter and brighter and then display goes blank" was confirmed during the functional testing. The root cause for the reported lcd issue was the defective processor (pca), likely due to the age of the device. The autopulse platform was manufactured in 2013 and is more than 9 years old, past the expected service life of 5 years. During the visual inspection, unrelated to the reported complaint, the front enclosure was observed cracked. This physical damage was likely due to user mishandling, such as a drop. The front enclosure was replaced to address this issue. During the preliminary functional test, the lcd illuminated but no display, thus confirming the reported complaint. Additional functional testing, the autopulse platform displayed "system error, out of service, revert to manual CPR" error message displayed upon powering on, unrelated to the reported complaint. The root cause for the reported lcd issue and "system error, out of service, revert to manual CPR" error message was the defective processor (pca). The processor board was replaced to address these issues. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, customer reported that the lcd display on the autopulse platform (serial # (B)(4) illuminated brighter and brighter and then shut down. Patient's status information was requested but the customer did not provide a response.